Event description:
It was reported to philips that the device¿s ac power module needed replacement under fco86100201. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
The follow up is being sent to add the previously unknown serial number. .